Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose. Customer¿s blood glucose was 24 mmol/l. Troubleshooting was not done for high blood glucose. Customer stated they were unable to connect sensor and insulin pump. The insulin pump will be returned for analysis.